Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown, but the caller stated that it was stable. The caller stated that the customer had pancreatic cancer and the cause of death was cancer. The customer was not wearing the insulin pump at the time of death and was off of the insulin pump for seventeen days. The caller stated the insulin pump was given away as a donation. Nothing further was reported.